Manufacturer narrative:
Citation: arai, takahide md et al. Impact of pre- and post-procedural anemia on the incidence of acute kidney injury and 1-year mortality in patients undergoing transcatheter aortic valve implantation (from the french aortic national corevalve and edwards 2 [france 2] registry) catheterization and cardiovascular interventions (2015) 85:1231¿1239. Doi 10.1002/ccd.25832 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the impact of anemia on the incidence of acute kidney injury and one year mortality after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from multi-center and multi-country registry. The study population included 3,742 patients (predominately male, mean age 82 years) that were implanted with either a medtronic corevalve or a non medtronic balloon expandable valve (serial numbers not provided). Among all patients adverse events included: cerebral vascular accident (cva), vascular complications, bleeding and valve-in-valve implant. No additional adverse patient effects or product performance issues were reported. Based on the available information, these events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects were reported.